Manufacturer narrative:
(B)(6).

Event description:
It was reported that a shaft leak occurred. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, after pressure was applied with a pump, it was noted that the catheter was deformed and a shaft leak occurred. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
(B)(6). Device evaluation from MFR: the device was returned for analysis. Visual and tactile examination revealed no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of damage. Functional testing was performed by attaching the device to an inflation unit and the balloon was able to inflate and deflate without issue.

Event description:
It was reported that a shaft leak occurred. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, after pressure was applied with a pump, it was noted that the catheter was deformed and a shaft leak occurred. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.